Event description:
It was reported that the device was showing premature depletion during ongoing use, and was indicating eri (elective replacement indicator), although threshold values were stable. No further information has been provided at this time, and the device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was showing premature depletion during ongoing use, and was indicating eri (elective replacement indicator), although threshold values were stable. No further information has been provided at this time, and the device currently remains implanted. No adverse patient effects were reported. Additional information received, indicated that the device was explanted and replaced. An update request was sent to the field rep. Information received indicated they had no further information regarding this event, and that they are no longer working on this case. Should the device be returned for analysis, this report will be updated.